Manufacturer narrative:
Journal article: position of strut crossing matters: stent fracture during rescue chimney stenting for coronary occlusion in tavr authors: chak-yu so, yu-ho chan, kevin ka-ho kam, ka-lung chui, gary shing-him cheung, eugene brian wu journal: jacc: cardiovascular interventions year: 2020 reference: doi.org/10.1016/j.cin.2020.08.017 b3: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A case report was submitted for review. Patient was transferred for transcatheter aortic valve replacement (tavr) after balloon aortic valvuloplasty for cardiogenic shock 3 weeks previously. Tavr was performed using a 26mm evolut pro without pre-emptive coronary protection. After post-dilatation with a 22-mm non-medtronic balloon, nonselective coronary angiography revealed near complete left sinus sequestration by a calcified aortic valve leaflet. The left main (lm) was rescued using a non-medtronic wire over a jl 4.0 guide catheter through a high valve stent strut. Ivus confirmed compromised left coronary sinus entry at the sinotubular junction (stj). A 3.5x34 medtronic zotarolimus eluting stent was "chimney" out from the left anterior descending (lad) through a high valve stent strut into the aorta with the assistance of a guide extension and post-dilated using a 4.5mm balloon. After final angiography and vascular closure, the patient suddenly developed cardiogenic shock with new anterior wall hypokinesia. Repeated aortography found a coronary stent fracture at the stj with a prolapsed calcified leaflet jeopardizing coronary filling. An ebu 3.0 guide catheter with the j-wire tip exposed was used to aid engaging into a lower valve stent strut, and the lm was wired through the fractured stent side cell opening. Ivus confirmed compromised lumen again. A 4.0x33mm non-medtronic stent was "chimney" out horizontally from the lad through the lower valve stent strut into the aorta. An overlapped 5.0x18mm medtronic zotarolimus eluting stent was implanted from the lm to the aorta. Final ivus showed good luminal area and coronary flow. The patient remained stable and was discharged 2 days later with complete recovery of left ventricular function.

Manufacturer narrative:
Additional information: the images in the journal publication clearly show the what the authors identify as chimney stenting complicated with stent fracture and deformation. The valve is identified as having a long-calcified leaflet and that the stent strut thought which the wire is accessing the lad is high in the stent. Ivus shows a compromised lumen. The images confirm that the 3.5x34 medtronic zotarolimus eluting stent appears deformed, but this appears to be due to the severely diseased nature of the vessel ostium. The area identified as fracture shows severe angulation from the high stent strut access point into the proximal vessel. The fracture of the stent cannot be confirmed from the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.